Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a possible infection at the battery and lead site. Symptom of discharge has been noted. It was also reported that the physician confirmed that there was no infection and it was not device related. The patient was prescribed with antibiotics.